Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.

Manufacturer narrative:
This is being reported for a problem found earlier. Engineering evaluation did not find a system malfunction. Investigation of the case plan showed that the new l4-l trajectory started in the path of prior hardware. Due to this, it is likely that the new screw followed the pre-existing trajectory, leading to a misplacement. Ultimately, the misplaced implant was revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.